Manufacturer narrative:
No device allegation reported. The pump component was visually inspected, microscopically examined, and tested for leaks. A tear and avulsion were identified in the pump kink resistant tubing (krt). The damage is consistent with wear and fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis identified a malfunction with the pump kink resistant tubing (krt). The identified damage would affect the functionality of the device.

Event description:
Upon receiving the device there was no indication regarding a malfunction or serious injury, however the device was explanted.